Event description:
The customer reported an unconfirmed false positive result with the ID now covid-19 assay performed on an unknown date. No additional information, including patient treatment and outcome, was provided.

Manufacturer narrative:
This report is being filed on an international product, list number 191-000 that has a similar product distributed in the us, list number 190-000. The remainder of the investigation remains in progress. A supplemental report will be provided after completion.

Manufacturer narrative:
After further review of the event, it was determined the customer did not experience a false positive result. Therefore, this event is not reportable. No further action will be taken regarding this report.